Event description:
It was reported to boston scientific corporation on (B)(4) 2010 that a resolution clip was used during a procedure performed on (B)(6) 2013. According to the complainant, during preparation, it was noticed that the bushing (mechanism between the yolk and the clip) was bent. The case was completed with another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported event of bushing bent. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.